Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 92 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of lo. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: lo, (B)(6) 2015, 10:05pm; lo, (B)(6) 2015, 09:58pm; lo, (B)(6) 2015, 09:55pm; lo, (B)(6) 2015, 09:52pm; lo, (B)(6) 2015, 09:52pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).